Event description:
The patient reported on (B)(6) 2012, that his blood glucose level was 159 mg/dl prior to or during activation of the pod. He stated that he was attending a wedding that day and during the evening (11:00 pm), he was not feeling well and began to vomit. He then checked his bg level and it was 400 mg/dl. The patient had emesis for about 15 hours. He went home and approximately an hour later, he began to vomit again. Fifteen hours later, he went to the ER and was admitted. At admission to the ER, the hospital removed the pod and they noticed the cannula "did not insert or inject". He was given lantus therapy with novalog during meals. On (B)(6) 2012, customer was released from the hospital.

Manufacturer narrative:
The returned pod was evaluated and performed as designed during testing. The cannula assembly was fully deployed and no defect was found that wound result in a needle mechanism failure. No other malfunction or product condition that would have contributed to the reported hospitalization for hyperglycemia were confirmed. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."